Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the red cheater was unable to be removed, resulting in product damage, so the case was moved to pump #2. The procedure outcome was successful with the use of other device. The patient outcome was noted as no harm.

Manufacturer narrative:
The cause of the device failure prior to use could not be determined as no product was returned and insufficient clinical details.

Manufacturer narrative:
Clinical review/rationale: an impella cp was being inserted via the femoral artery to support the 76-year-old male patient who had been admitted in with known multivessel coronary artery disease and plan for a protected percutaneous coronary intervention (pci). The pump was to provide support during the pci of the left sided coronary arteries. Other underlying medical history was not shared. There was issues with the pump delivery with the guidewire and the "red cheater" tool. The pump was removed and replaced by a new pump. The pump will be conservatively reported for hemodynamic instability due to temporary hemodynamic support delay; however, the exchange was performed with no consequence to the patient and support. The second pump support was successful and the patient survived.

Manufacturer narrative:
The cause of difficult/unable to remove through other device cannot be determined since no product was returned and insufficient clinical details were provided.